Event description:
It was reported that a crack was observed at the center of the optic of a preloaded intraocular lens (iol) after the iol was inserted into the patient's operative eye. It was indicated that the surgeon had felt a little resistance when pushing the lens out. The lens was removed from the eye and replaced with another lens of the same model. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Phone: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. In review, it was also noted that section "e1 - initial reporter title" and patient's race and ethnicity were inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian section e1: title (e.g., mr., ms.): dr. Section g4: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: may 6, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received wrapped in gauze. The simplicity was received inside of the original folding carton. Visual inspection of the lens revealed that it was cut, had a chip on the edge, and that there were scratches. Inspection of the handpiece revealed that there were no issues with the handpiece. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.